Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Radiology report (B)(6) 2017 (post revision surgery) reveals the hardware appears to be intact. There is a remote avulsion fracture of the medial aspect of the medial femoral condyle. There is no indication of treatment related to this avulsion fracture. It is unknown when this fracture occurred, during the removal of previous implants or implantation of revision implants. Therefore, this will not be captured as a separate event. Office notes oct 2017 ¿ mar 2020 indicate the patient continues to experience pain, stiffness, weakness, instability, swelling and leg length discrepancy. The patient also states she has skin discoloration on the medial aspect of her lower leg. It is indicated the surgeon has discussed the potential need for future revision, however, there is no indication an additional revision surgery has taken place. It is indicated, however, that the patient has received pain block injections due to her knee pain. A shoe heel lift was provided to help address the leg length discrepancy. Whole body bone scan was performed on (B)(6) 2019 reveals low-level activity diffusely around the left knee prosthetic. No sign of osteomyelitis or fracture. Doi: (B)(6) 2016 (patella). Doi: (B)(6) 2017 (cement, insert, femoral and tibial components; captured in (B)(4)). Doe: unknown.